Manufacturer narrative:
Internal complaint reference: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter was returned for evaluation. Product testing was performed and no defect was found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in a follow-up call on 18-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for unknown error messages; customer also reported she had obtained a result of 12 mg/dl fasting. Customer stated due to the result of 12 mg/dl she had gone to her doctor on (B)(6) 2024. Doctor had advised customer to obtain a replacement meter. During the call, the meter memory was reviewed and the result that had been obtained had been 121 mg/dl fasting, not 12 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/25/2025; product storage and open vial date were not disclosed.